Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager nc balloon catheter was delivered to the lesion and inflated. However, it ruptured at the first inflation between 8 atm - 10 atm. The balloon was changed to a non-abbott balloon catheter to complete the procedure. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors, if the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion. Although there does not appear to be any indications of a product quality deficiency, a definitive cause for the balloon rupture cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.